Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The o2 sensor was installed into a test ventilator for analysis and the diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause was due to the sensor calibration was out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen sensor that was reading out of range. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.